Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the seal was broken on the packaging of the tray.

Manufacturer narrative:
The reported issue was unconfirmed, as the problem could not be reproduced. During visual evaluation, it was observed that the package was open by the breather strip, and the bag had evidence of transference of seal in a section of the seal of the breather strip. The seal performed by manufacture and the side seals of supplier were evaluated thoroughly under a magnifying lamp 20x and found no drilling in the packaging, pleats, interruptions in the seal or any damages that may contribute to the problem reported. During the functional evaluation, the manufacturing seal and side seals of supplier were evaluated. Blue methylene was injected into the packaging per the methylene blue seal integrity dye test, and no presence of methylene blue was found on the seal area of manufacturing seal or the supplier side seals. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use."

Event description:
It was reported that the seal was broken on the packaging of the tray.